Event description:
It was reported via repair work order that the fowler was drifting due to motor malfunction. It was also reported that the power cord power prong was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.